Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Following the eval, the customer declined further service and confirmed that the device has been taken out of service and retired from use. The cause of the reported failure could not be determined.

Event description:
It was reported that during testing, the customer's device would not effectively charge its defibrillation energy to 360 joules. It is unk if the device could have charged to lower energy levels. There was no pt use associated with the reported failures.